Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited over-sensing due to suspected myopotential signals. The over-sensing resulted in inappropriate automatic mode switch. There were no patient consequences.